Manufacturer narrative:
The insulin pump was received with a constant failed battery test after battery insertion due to faulty battery tube. Unable to test the operating currents due to failed battery test alarm. No blank display noted. The insulin pump has minor scratched display window and cracked reservoir tube.

Event description:
Customer's mother reported a blank display. The mother stated that the display returns with only some batteries. The mother stated four out of the six batteries she buys would turn on the insulin pump. Customer's blood glucose was unknown. The mother also stated a replacement battery cap does not resolve the issue. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)